Manufacturer narrative:
The patient returned to the doctor's office for re-treatment; the composite was replaced and the restoration was completed using a different demi curing light, without further incident. An evaluation of the returned device indicated that the cause of the intermittent low radiant output and subsequent incomplete curing was due to an increased contact resistance between the pogo pins of the control board stack and the battery terminals. The increased contact resistance was caused by residue that was on the tip of the pogo pins and by corrosion that was on the battery terminals.

Event description:
A doctor alleged that the demi curing light produced an inconsistent light output, leaving the composite uncured for restorations in four (4) patients. The patients needed to return to the office and have the restorations repeated. This is the fourth of four reports.